Event description:
Complainant reported having purchased a package (10 to package) of said product in 2003. The suspect product was properly sealed with plastic wrap and had been placed in a store bag by the pharmacist (according to the complainant and pharmacist). Complainant had placed the bag in their pocketbook/bag after purchase. Complainant stated that before they exited the store, they reached in their pocketbook/bag to get some money for another item they were purchasing and claimed to have gotten stuck by one of the needles which they reported did not have a top. The needle pierced completely through their finger. They reportedly took the package back to the pharmacist, who they stated took the pack of suspect product, and stated he would take care of it. They alleged that their finger was bleeding and cashier got a paper towel to clean the blood and placed a band aid on it. Complainant stated that 2 weeks later they became ill with elevated temp, abdominal pain, and was admitted to hospital for tests. They stated tests included hepatitis, and all were negative. Complainant could not give a discharge diagnosis, as they said the doctor couldn't find anything wrong.